Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: there were 85 inspections on (B)(4) parts from lot #6201759 with zero defects found. All silicone readings were in specification. Five samples returned showed silicone down the barrel, no silicone pooling on stopper or in between ribs of stopper. Conclusion: root cause is unknown. Possible leakage from technique/user or plunger rod was tilted while moving in/out of barrel and silicone slipped past stopper. (B)(4).

Event description:
Excess lubricant was observed on the bd¿ 20 ml luer-lok syringe. There was no report of injury or medical interventions.